Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to difficulty inflating the device as a result of fluid loss from a hole in one of the cylinders. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was fine following the procedure.